Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on surface, and indication of slight melting; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
First fiber: joules used (B)(4). The fiber tip (cap) was cleaned during the procedure. Finishing fiber: joules used (B)(4). The fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, ¿forward firing¿ was observed. ¿aiming beam fires straight out of fiber ¿ firing out of end.¿ the procedure was completed using a second fiber. Patient outcome: ¿no injury¿ was reported.